Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after a meal while using the ilet with a steel 6 mm contact/detach infusion set, with cgm indicating high and a confirmatory fingerstick of 447 mg/dl; the user had dosed a meal bolus and the system had elevated basal delivery, and the agent advised continued monitoring as insulin action was expected within 30¿45 minutes. Symptoms included difficulty concentrating. Outcomes included no need for outside assistance and no medical intervention, with glucose trending down to 324 mg/dl and subsequently to 137 mg/dl. Investigation included review and synchronization of device report logs to confirm bolus delivery and elevated basal rates. Investigation of this case revealed no device malfunction and that insulin delivery had been initiated and was acting as expected, with resolution of the hyperglycemia. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.